Event description:
It was reported that the pt expired two days after suffering anoxic brain injury which occurred following pain medication bolus via the implanted infusion pump pathway. The pt was resuscitated but life support was withdrawn two days later. The hosp is not attributing the death to a pump failure.